Event description:
Pt has history of known deep venous thrombosis disorder that is treated with coumadin. Pt was at therapeutic levels on coumadin. They underwent first treatment with photodynamic therapy. They had not had a previous deep venous thrombosis for over three years on the coumadin therapy. Pt did not change activity level, pt was still climbing stairs and developed promptly deep venous thrombosis in both lower extremities. Pt has a greenfield filter and has not developed any pulmonary emboli but has developed significant pain and discomfort in their lower extremities from the complication of those deep venous thromboses. Rptr can't find any listing in the drug info included with the medication on any complications associated with deep venous thrombosis but felt given its relationship and time within two days following their treatment and it being bilateral that it was worth reporting in case other reports of similar reactions spring up. Medications at this time include: protonix, furosemide, digitek, ditropan, excel, synthroid, zocor, coumadin, and ocuvite preservision vitamins two tablets twice a day.